Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt dizziness when atrial loss of capture was seen during an automatic mode switch episode. The patient was brought into clinic and atrial capture was seen. Programming changes were made, after which the patient reported feeling much better.